Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00268.

Event description:
It was reported that two pedicle screws were found to be broken approximately 6-8 weeks after being implanted. The patient reported pain in the lower back. A revision surgery has not yet been scheduled. This is report one of two for this event.

Manufacturer narrative:
The provided x-ray images show that a vitality screw fractured postoperatively; however, the device was not returned for evaluation so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. The labeling was reviewed nad found to contain post-operative instructions and lists implant fracture as a possible adverse effect.

Event description:
It was reported that two pedicle screws were found to be broken approximately 6-8 weeks after being implanted. The patient reported pain in the lower back. A revision surgery has not yet been scheduled. This is report one of two for this event.